Event description:
This ra lead was implanted on (B)(6) 2006 and remains implanted this time. A call was placed to technical services on 4/22/2017 stating that there is far-field oversensing noted on the atrial lead from rv pacing. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).